Event description:
Surgeon reported to consultant: pt one year status post t10-l3 posterior lateral fusion for t12 and l1 fractures, reports to surgeon complaining of pain and a "bump in her back". X-rays taken on (B)(6) 2011 showed one of the synapse 4.0mm screw heads had popped off. Surgeon feels fusion has been achieved no explant or revision surgery is indicated at this time.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.